Manufacturer narrative:
Event date: (B)(6) 2010. Endo gj, hayase t, fukushima y, shibate y. Emergent coronary artery bypass after a broken rotablator drive-shaft. Interact cardiovasc thorac surg. 2010 nov; 11(5): 614-6. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article: emergent coronary artery bypass after a broken rotablator drive-shaft. It was reported that during an emergent rotational atherectomy treatment procedure, the burr became stuck in the lesion and a shaft break occurred. The patient presented with an acute myocardial infarction, cardiogenic shock and underwent cardiac catheterization assisted by catecholamine administration, respiratory support with intubation and intra-aortic balloon pumping (iabp). The coronary arteriogram identified a high-grade obstruction of two main branches of the left coronary artery. The target lesion was located in a heavily calcified left anterior descending artery (lad) that required immediate treatment. The cardiologists advanced an unspecified rotablator burr to the lesion, however, the device became stuck and the drive-shaft broke. The patient was sent to surgery and a coronary artery bypass grafting (CABG) with the left internal thoracic artery and saphenous vein graft and mitral valve annuloplasty was performed successfully. The patient was weaned off iabp on the fourth postoperative day, and a defibrillator was implanted on the 81st postoperative day because of heart failure. The patient improved gradually and was able to leave the hospital on the 101st postoperative day.